Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reported an alert that was detected for right atrial automatic threshold (raat) suspension due to presence of atrial arrhythmia. It was noted that this right atrial (ra) lead pacing impedance has increased by greater than 30 percent since implant, from 581 ohms to 999 ohms. Measurements are still within range. There has also been variable atrial intrinsic amplitude noted ranging from 1.9mv (millivolts) to 0.2mv, along with occasional undersensing observed on the stored electrograms (egms). Further review was recommended. At this time, the ICD and ra lead remain in service. No adverse patient effects were reported.